Manufacturer narrative:
The patient had a crown cemented on tooth #25 in (B)(6) 2011; however, the patient reported experiencing the loss of that crown in approximately (B)(6) 2012. The doctor cleaned out the crown and re-cemented it using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that approximately twelve (12) patients had experienced the loss of a crown after placement with maxcem elite product. This is the second of twelve (12) reports.